Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Device evaluation: according to the investigation, repair notes from work completed by a smiths medical field service technician at the customer facility. The repair note reported that the device was missing seal in battery compartment. The customer's reported problem was not confirmed. The device internal ribbon cable connection observed to be not to factory spec, repair procedure performed, and glue was installed per paa procedure. The problem source of the reported problem is unknown.